Manufacturer narrative:
The associated complaint devices were returned and evaluated. A clinical investigation concluded that a patient required a total hip arthroplasty revision of the head and liner approximately 3 weeks post implantation due to infection. It was reported that the surgery was not delayed and the patient was not harmed. It was further communicated that no further clinical information is available. The patient impact beyond the revision cannot be concluded. A lab analysis revealed no visible damage on the retainer ring or the full locking ring. No significant damage was observed on the articular surface or taper of the femoral head. Light scuffs and scratches are likely associated with the removal of the implant. Some biological debris and residue was observed along the rim of the internal liner where it contacts the bipolar shell. Based on the provided information, the reported infection was the contributing factor which led to the revision procedure. A dimensional evaluation revealed both devices are to print specification. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. A review of the sterilization records revealed the product was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. No further medical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that a few items were explanted due to infection.

Event description:
It was reported that a few items were explanted. The surgery was not delayed and the patient was not harmed.